Event description:
(B)(4). Same case as MDR ID: 2134265-2013-05221; 2134265-2013-05222. It was reported that subsequent to a stenting treatment procedure, cardiac arrest and death occurred. In (B)(6) 2013, the patient presented due to silent ischemia and myocardial infarction and underwent cardiac catheterization which revealed 3 lesions. First lesion was a de novo lesion located in the proximal left ascending (lad) artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 3 mm. It was treated with pre-dilatation and placement of a 3.00 mm x 16 mm pe plus stent with 0% residual stenosis. The second lesion was a bifurcated de novo lesion located in the mid lad with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of a 2.50 mm x 16 mm pe plus stent with 0% residual stenosis. The third lesion was also a bifurcated de novo lesion located in the first diagonal branch artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. It was treated with pre-dilatation and placement of a 2.25 mm x 16 mm pe plus stent with 0% residual stenosis. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject died due to cardiac arrest. No action was taken to treat this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).